Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in australia: "overinfusion." According to the cusomer: "reason of complaint: pump ran too quickly. 18h h instead of 24h."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Sample evaluation: received one sample of easypump ii lt 270-27-s without original packaging. The batch number on the big bottom cap of the sample was 21n06ge221. It was reported that the sample was filled with cefazolin. Visual inspection: the outer shell of received sample was observed folded. Investigation result: the sample was decontaminated, unfolded, and sent for flow rate test. However, the received sample was observed blocked. Further investigation was performed to locate the blockage point. The flow restrictor was dissected from the pump and confirmed the flow restrictor was blocked due crystallized drug had remained at the flow restrictor. Crystallization/precipitation of drug and unfolded pump will affect the flow rate. According to IFU, the outer layer must be unfolded properly prior to filling. Folded outer shell will act as an external pressure to elastomeric membrane and increase the flow rate of the product. Conclusion: since the received sample was blocked, further investigation on flow rate was not possible. Hence, we considered this complaint as not confirmed. Device history record (DHR): reviewed the DHR for batch 21n06ge221, there is no abnormality and no such defect detected at in process and at final control inspection.